Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro and the patient experienced cerebral infarction. The patient had a cerebral infarction two days after the procedure (incidentally, it was also reported that the event was discovered on the first day after the procedure). The patient was reported to be recovering well; however, required extended hospitalization due to the cerebral infarction. The patient¿s symptoms were showing a tendency towards improvement. The physician reported that the event was likely patient related. There were no abnormalities observed prior to or during the use of the product. There were no issues with the catheter. Visitag coloring setting was tag index. Additional filters in visitag was fot.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31796894l and no internal actions related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).